Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. Concomitant product: rvdr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.